Manufacturer narrative:
(B)(4). Approximate age of device ¿ 68 days. The pump remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported ischemic stroke could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the hospital's emergency department and was admitted with symptoms of numbness in the lips and arms. A CT scan was performed and revealed an acute right occipital infarction, with no acute intracranial hemorrhage, midline shift or hydrocephalus. The hospital staff made changes to the patient's medication, and the event reportedly resolved that same day. No further information was provided.